Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence/urgency frequency. It was reported by a basic evaluation patient that the wires irritate their right side and that they felt more stimulation on the right side than the left side. The patient reported they did not feel that their wires were placed in the right place and mentioned the tap was connected to their pad after their procedure. On (B)(6) 2018, the patient stated that with their urgency now, their tummy felt a little uncomfortable at times. There were no further complications reported/anticipated.